Event description:
It was reported that the patient did not feel stimulation unless she pressed against the device. It was alleged that the device had shorts in it and would stimulate and then skip. The patient had tried to increase stimulation and still did not feel it. There was no known accident or incident related to the complaint. At first it only worked when the patient stood up and then it stopped working at all. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial# (B)(4), accessory model 37752, serial# (B)(4), extension model 3708340, serial# (B)(4), implanted: 2007-(B)(6), explanted: unknown, extension model 3708340, serial#(B)(4), implanted: 2007-(B)(6), explanted: unknown, lead model 3998, lot# v034825, implanted: 2007-(B)(6), explanted: unknown.